Event description:
A customer reported having to increase the infusion air pressure all the way to maintain eye stability. The case was completed using the same equipment. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).